Event description:
I had three morpheus8 by inmode radiofrequency microneedling treatments done between (B)(6) 2022 and (B)(6) 2022 on my face and neck. I have had unwanted facial fat loss from this procedure that has left me with indentations in my cheek. It should be listed as a possible adverse event.